Event description:
Consumer experienced diabetic covered small heel crack/removed skin when taken off/having prolonged tx [11/04] cons letter reports using prod to secure gauze on heel crack about 7 weeks ago/when tape removed tore piece of skin off heel/half inch by one inch/saw podiatrist after 3 weeks/tx top antibiotic, gauze dressing and paper tape/using special boot to alleviate pressure/tx regrandex/ has diabetes/sent photo of heel sore/ reports boot cause pressure on right leg and back causing pain/works- on feet most of time/wants call back/ med servies left pcm message on answer machine [11/2004] pt reports using prod to secure guaze over heal crack on heel of foot/cons. Pt left tape in place about 2-3 hours and reports that skin was removed upon removing tape/consumer states they self treated resulting wound with neosporin covered by quaze secured with paper tape/after about 3 weeks consumer states would appear infected had a smell and was very sore/consumer called their internal medicine dr who rx oral antibiotics/the following monday consumer saw podiatrist who allegedly cleansed the wound and gave consumer a "boot" to wear so as not to put pressure on heel/cons states walking in boot is causing back pain (consumer stated in their letter "causing much pain like maybe it has aggravated a pinched nerve in my back") consumer states now considering back surgery/ a week later dr began tx of wound with regranex/cons continues follow up with podiatrist/cons states wound is not healing well/as per consumer september/consumer states hcp allegedly seems okay with wound healing to date/consumer hx of non insulin dependent diabetes/also hx of previous stroke/apologized for consumer exp/discussed prod usage/advised consumer not to use prod in the future/prod returned via priority mailer[11/04] consumer called to see of status of materials received. Med serve called consumer back as per 7993 mssg/advised consumer to be in receipt of priority mailer as discussed above within 5-10 business days from call last week/reviewed procedure with consumer/advised as it is a holiday week, may take a little longer/consumer thankful for info.